Event description:
The account alleges that the hemodialysis catheter was not providing good flow. The next day the catheter was changed for a new one in the right jugular and it is currently reported to be functioning correctly.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and no exception documents were identified. A review of the complaint database was performed and two similar complaints for this lot number were found from the same account.